Event description:
The customer reported the system is displaying an iris pot error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the collimator iris mechanism. System operates as intended. (B)(4).